Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm during bolus. Customer's blood glucose was 404 mg/dl, which was treated with insulin pump and manual injection. Troubleshooting was performed for no delivery alarm and it was found that cannula was bent. Troubleshooting was performed for bent cannula and customer was educated on cause and prevention of bent cannula. Infusion set would be replaced.